Event description:
It was reported that an ilet user experienced repeated insulin delivery interruptions characterized by occlusion alarms and dosing stops, with episodes continuing after guided supply changes and after the pump reportedly became wet while the cartridge was loose; the user¿s blood glucose was reported at 400 mg/dl during one episode, and staff documented education on supply changes and alarm resolution. Customer care provided support that included troubleshooting and education on resolving occlusions and completing supply changes. Investigation of this case revealed recurrent occlusions and unresolved alarms leading to suspended dosing, with potential device exposure to moisture and incomplete or improper supply changes contributing to the interruptions. No clinical symptoms associated with hyperglycemia. Outcomes included temporary interruption of insulin therapy without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use environment factors leading to occlusions and alarm non-resolution.